Manufacturer narrative:
B3: date of event is estimated. The inogen team attempted to contact the patient for further information three times with no response. There is no confirmation for the return reason of battery connection defect. Zeolite is found contaminated, which is possibly caused when it absorbs the moisture. Compressors is found noisy, which possibly caused due to bad housing bearing.

Event description:
It was reported that the patient's device was not providing oxygen to the patient. Troubleshooting was unable to resolve the issue. As a result, the patient was experiencing a hard time breathing. A replacement device was sent to the patient. No additional information is available at this time as multiple attempts to contact the patient were unsuccessful.

Manufacturer narrative:
Correction: section h4 has been updated to the correct from what was reported in the initial reported. Section h11 text box should be the following instead of what was reported in the initial report: "b3: date of event is estimated. The inogen team attempted to contact the patient for further information three times with no response. The unit was received with a reported oxygen error, confirmed with the contaminated zeolite. Incoming internal 02 measured 89.1 % and external 02 measured 89.3%, both below specification. The issue was identified as low column efficiency (low sieve life-689) caused by zeolite contamination from moisture absorption. Due to cosmetic damage the lower housing and uip were also replaced."